Event description:
It was reported by the patient's daughter that the patient passed away. The patients daughter advised that the cause of death was not spinal cord stimulation (SCS) device related.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing.The device was not returned to Boston Scientific for analysis and the complaint as reported was not able to be confirmed.Therefore, the root cause of the reported event could not be established.

Event description:
IT WAS REPORTED BY THE PATIENTS DAUGHTER THAT THE PATIENT PASSED AWAY. THE PATIENTS DAUGHTER ADVISED THAT THE CAUSE OF DEATH WAS NOT SPINAL CORD STIMULATION (SCS) DEVICE RELATED.